Event description:
It was reported by the patient that they were "having discomfort but no heart pain." Additional information received indicated that the discomfort was not related to the device system. The implantable cardioverter defibrillator (ICD) remains in use. It was also reported that an alert triggered due to the right ventricular (rv) lead exhibited high superior vena cava (svc) defibrillation coil impedance. Reprogramming was performed to 2 coil, and noise timeout for ventricular fibrillation (vf) to decrease the likelihood of inappropriate shock. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.